Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that following an unknown surgery on an unknown date, the implanted titanium (ti) locking compression plate (lcp) reconstruction plate 12-holes broke. Revision surgery was done (B)(6) 2018. Patient was implanted with a ti lcp 4.5/5.0mm narrow plate 10-holes. Procedure was completed successfully with no delay. Patient is currently recovering. Concomitant devices: screws (part: unknown, lot: unknown, quantity: 1). This report is for a 3.5mm ti lcp® reconstruction plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. DHR review was completed. Part: 445.121 lot: l279831 manufacturing site: raron release to warehouse date: 27 january 2017 the device history record shows this lot of 23 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 18731 was reviewed and confirmed to be correct per the specification with no non-conformance noted review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition h3, h6: customer quality conducted an investigation of the returned device. Investigation site: raron selected flow 5: broken visual investigation: one titanium plate, eight titanium locking screws, two titanium cortex screws and one stainless steel cortex screw were received on november 16, 2018. The decontamination form was attached as hard copy. The plate is identified as article number 445.121 (lcp-rekopl 3.5 gerade m/kombiloch 12lo t) with the lot number l279831. The screws are not considered by this product investigation as they are not part of the complaint pc-000313994. For reference, the two titanium cortex screws are identified as article number 404.824 with the lot numbers l608800 and l724688. All other screws do not contain a laser engraving and could therefore not be identified. Visual appearance the plate is broken into one longer piece (8,5 holes) and a shorter piece (3.5 holes) through hole b3. Instead of the anodized golden layer, the surface around the break the bottom side of the long piece and the top side of the short piece is shiny grey, the blank titanium is visible. There are dark spots on the top side of the plate. Around the break are visible scratches. Raw material the following raw material has been used to produce this plate: article number 60010300, lot number 18731 ¿profile 10.1 x 3.1mm ticp anp¿ the raw material certificate has been reviewed. All values have found to be in specification. Since the release of the raw material lot 18731 on juni 08, 2015 one other complaint investigation performed in raron is related to the same material. Device history record (DHR) review a DHR review was performed. The work order led to the finished product with the article number 445.121 and the lot number l279831. The DHR was printed on january 13, 2017 and released on january 13, 2017. Nothing unusual is documented on the work order. The full lot, 24 parts were produced, one part was found to be out of specification during the final inspection, step 0120 in the DHR. The scrap code is (a0)13: ¿scratch / dint¿. In process inspection of critical to quality (ctq) features ctqs relevant to plate strength according to the product quality plan (pqp) for 445.121 ¿pqp for multiple recon-plate straight¿ the following features influence the strength of the plate. ¿ plate thickness the plate thickness is part of the raw material form. It was inspected based on a aql2 sampling plan as part of the incoming inspection. The profile was inspected using the inspection foil. ¿ width of recon notches 100% of the plates were inspected for the width of the recon notches as a ctq feature in production, step ¿milling¿ according to. Other ctqs although not explicitly related to the plate strength the following ctq features are also considered in this assessment. ¿ plate width the plate width is part of the raw material form. It was inspected based on a aql2 sampling plan as part of the incoming inspection. The profile was inspected using the inspection foil. ¿ thread zero point (tzp) of all holes 100% of the tzps were measured as a ctq feature in production, step ¿milling¿. ¿ check ball height 100% of the check ball heights were inspected as a ctq feature in production, step ¿milling¿. ¿ combi hole diameter 100% of the combination holes were inspected as a ctq feature in production, step ¿milling¿. Investigation of critical features in final inspection the results of all width measurements were recorded as part of the final inspection. All measurements were in specification. ¿ plate width the results of all width measurements were recorded as part of the final inspection. All measurements were in specification. ¿ width of recon notches the results of the width of the first and the last recon notch measurements were recorded as part of the final inspection. All measurements were in specification. ¿ plate thickness the results the thickness measurements were recorded as part of the final inspection. All measurements were in specification. ¿ thread zero point (tzp) of all holes the tzp measurement results of the of the first and the last threads were recorded as part of the final inspection. All measurements were in specification. ¿ check ball height the check ball height measurement results of the first and the last holes were recorded as part of the final inspection. All measurements were in specification. ¿ combi hole diameter the combi hole diameter measurement results of the first and the last holes were recorded as part of the final inspection. All measurements were in specification. Investigation of critical features on complaint part the critical features were verified on the complaint part. All measurements taken align with the results on the tests and measurements performed during production. All measurements of the measurable features of the received product were found to be in specification. Conclusion the plate with article number 445.121 (lcp-rekopl 3.5 gerade m/kombiloch 12lo t) and lot number l279831 was produced as it intended. No process deviations were detected. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate h11 corrected data: b5, d11: concomitant devices corrected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 3.5mm locking screw 30mm (413.030, lot l646535, quantity 1), 3.5mm locking screw 30mm (413.030, lot l427790, quantity 1), 3.5mm locking screw 30mm (413.030, lot unknown, quantity 1), 3.5mm locking screw 26mm (413.026, lot l473826, quantity 1), 3.5mm locking screw 20mm (413.020, lot l115593, quantity 2), 3.5mm locking screw 16mm (413.016, lot l304119, quantity 1), 3.5mm locking screw 16mm (413.016, lot l587394, quantity 1), 3.5mm cortex screw 24mm (404.824, lot l724688, quantity 1), 3.5mm cortex screw 24mm (404.824, lot l608800, quantity 1), screw (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.